Event description:
It was reported that the patient sought medical attention with an ambulance that took them to the emergency room on (B)(6) 2026 with diabetic ketoacidosis and a flare up of previously diagnosed gastroparesis. The patient¿s blood glucose levels rose to 550 mg/dl while wearing the pod between 24 and 36 hours. Reported symptoms include pain (attributed to the gastroparesis), confusion, shaking, vomiting, irritability and thirst. The patient was treated with morphine and intravenous saline, the patient also reported that they believe they may have been administered insulin, but they were not sure. The patient was released the following day on (B)(6) 2026.

Manufacturer narrative:
The device has been returned however our investigation is still ongoing. When our investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s938usqs7byj9, hardware: sm-s938u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.